Event description:
Customer called to report the insulin pump alarmed for button error. The insulin pump had been exposed to moisture while being worn under the shirt in the rain. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, broken belt clip slot, cracked battery tube threads, and a broken reservoir tube lip. The insulin pump had moisture damage on the display board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).